Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was received with moisture damage on the electronics assembly, cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, scratches on the pump case and minor scratches on the display window. Unable to confirm the broken belt clip due to the pump being received without a belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her toddler put the insulin pump in water and the insulin pump would no longer turn on despite a battery change. The patient's blood glucose at the time of incident was reported as high. The insulin pump was also scratched all over the casing. The insulin pump had been dropped numerous times. The insulin pump was returned for analysis.